Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-13283. It was reported, the pt experienced extreme heating while charging at his ipg site which created a small blister on the skin. The pt feels the relief of the system and only feels the heating while charging. The pt to follow-up with the physician to address the issue. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.